Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was not returned for examination and thus a review of the batch manufacturing crimping data was not carried out as the unique manifold number was not returned or available. The stent detached from the sds was severely damaged. As the stent was dislodged the crimped stent profile could not be measured; however, 100% in process inspection and any defective unit identified is scrapped accordingly from the catheter batch. The stent protector was returned. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. A 2.50 x 28 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. When the device was removed from the patient, it was then noted that there was no stent mounted on the delivery system. The dislodged stent was then found on the guide wire; therefore, the stent was successfully removed from the patient. The procedure was completed with another synergy drug-eluting stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. A 2.50 x 28 synergy(tm) drug-eluting stent was advanced but failed to cross the lesion. When the device was removed from the patient, it was then noted that there was no stent mounted on the delivery system. The dislodged stent was then found on the guide wire; therefore, the stent was successfully removed from the patient. The procedure was completed with another synergy drug-eluting stent. No patient complications were reported and the patient's status was good.